Event description:
Customer reports to have been to the emergency room on (B)(6) 2015 with blood glucose of 500 mg/dl. When insulin pump was removed it was found that cannula was kinked. Customer did not have tubing clamp in order to complete high pressure test. Customer later returned to the hospital after being released from emergency room due to still not feeling well. Customer was hospitalized due to diabetic ketoacidosis. Customer was treated with insulin drip. Customer was not wearing insulin pump at the time of hospitalization for six hours. Customer was hospitalized for four days. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.